Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-08674. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. During the interrogation with the wand, the patient experienced asystole but was not symptomatic. When the wand was removed, the patient's rhythm was restored. It was suspected this issue could have been due to low battery. The physician decided to replace the device. During the procedure, it was noted that the right ventricular lead exhibited insulation damage. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.